Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that his pump may be leaking. It was also reported that the insulin pump may have been exposed to moisture. The blood glucose level was not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.